Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible central corneal ulcer." As there was no product returned or lot number provided, no detailed investigation can be performed.

Event description:
An optician reported that a female pt had informed him that her left eye became sore, red and weepy associated with wear of o2optix contact lenses three weeks previously. She continued to wear lenses and did not seek professional advice. The lenses were ordered prior to the pt travelling to another country for a holiday. The problem started a few days later. The soreness did not increase. She changed the lens for a new one and the problem persisted. The right eye was less affected. The pt visited the optician still wearing the lens. With the lens, her vision was 6/20 (pinhole). With the lens removed, her eye lid was not swollen and there was no limbitis. The optician observed a large circular area of cloudiness that readily stained with fluorescein. The patch of cloudiness was surrounded by clear cornea. There was no flare. The cloudiness was due to confluent superficial keratitis. She was advised to discontinue lens wear and referred to outpatient eye clinic at local hospital due to suspect corneal ulcer. Eye clinic said event related to contact lens wear, but not an infectious event. Event resolved after 5 days discontinuation of lens wear. No other treatment reported. Lens wear resumed with no reduction in vis. Acuity with o2optix lenses and no further problem.